Event description:
It was reported that the implantable cardioverter defibrillator exhibited high (hv-high voltage) lead impedance measurements. It was noted that the impedance measurements have been high for more than a year and out of range only twice. Patient was stable throughout the event and will continue to be monitored.